Event description:
Side of crib spontaneously fell without any physical contact. If the child had had an extremity through the crib side it surely would have been severely injured! Upon examination, the internal cloth cord operating the side release had broken.